Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the cause of the reported malfunction clip sucked and sucked in suction button was a clogged suction cylinder and undetachable suction valve also the cause was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had its clip sucked in and became stuck in the button section. The issue was found during an inspection for use. There were no reports of patient harm.